Event description:
Patient called after hours nurse line to report his ball was not infusing even after connected for over 30 minutes, following usual administration steps. Patient instructed to disconnect tubing from PICC line to see if dripping, he confirmed it was. Patient instructed to flush line again to make sure it was freely following and then reconnect tubing and allow to infuse for at least another 30 minutes. Instructed to call back if it did not infuse. Smart ez pump (se0200-100) containing ceftriaxone 2 grams in 0.9% sodium chloride 100 ml finally infused per oic nurse.